Manufacturer narrative:
The iesu has triggered error c-34 during cautery activation. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the nurse had encountered error c-34 on the erbe generator. The technical service engineer (tse) checked error logs and can verify the fault. The tse asked the customer if the erbe generator was already restarted which did not resolve the issue. Additionally, the cable did not help. The customer was also using the other monopolar cable, and second monopolar scissor also did not help. The customer has no valleylab iesu and no second da vinci available and will try to complete surgery normally, without coag function. The procedure was completed as planned with no reported injury.